Event description:
It was reported that this implantable lead was temporarily used as a wire attached to the pulse generator outside of the body via the internal jugular of the patient. Evidence suggests that this implantable lead was used in an off-label manner. Approximately one day after being implanted, the lead was dislodged. Subsequently, this lead was removed, and another lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.